Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to customer's blood glucose level. Additional information was not provided. Reportedly, would load a new cartridge and resume insulin delivery.